Event description:
The user facility reported their stellaris system shut down during surgery. The system was rebooted and worked properly. They noted their system had a loose power cord. There was no patient injury.

Manufacturer narrative:
Field service replaced the power cord. Unit passed and was returned to service.